Event description:
Eighteen minutes following the initiation of the hemodialysis treatment, machine generated the "blood leak detected" alarm. There were no visible signs of a blood leak but the fluid at the drain tested positive for blood. The treatment was discontinued and the patient discharged home. Following discharge from the clinic, the patient was admitted to the hospital for complaints of a rash, hematoma at the site of his left a/v fistula, difficulty swallowing, and throat discomfort. The medical impression on admission was as follows: "most likely allergic reaction during hd and rule-out acute coronary syndrome." The patient's blood work revealed an elevated ldh and d dimer with decreased haptoglobin. There was no obvious schistocytes or spherocytes to suggest active hemolysis and it was difficult to establish a definitive diagnosis, however, the treating physician believed the patient had experienced some element of hemolysis. The cartridge blood set, bicart and revaclear max dialyzer were all discarded. The phoenix machine was inspected by the hospital biomed technician and a gambro service technician and both found the machine to be operating within manufacturer's specification.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded and, therefore, was not available for investigation. The lot number of the blood tubing set was also not available and no companion samples were returned. (B)(4). There were no failures or defects found in any of the samples tested.